Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported the system display a system error message. It is likely this message resulted in a lock up and/or no fluoro situation. There is no report of death or serious injury.